Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) system was being evaluated for chest pain and premature ventricular contraction (pvc). It was discussed that this system has chronically exhibited high out of range shock impedance measurements. Shock impedance measurements have been known to reach 150 ohms. The last recorded measurement was 134 ohms. The patient's sensing and pacing impedances are normal. The clinic has not done nor plan to do troubleshooting efforts. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which indicated that this patient presented to emergency room (ER) after receiving a shock. Upon device interrogation, it was found that the dual chamber implantable cardioverter defibrillator (ICD) displayed a code, open circuit detected during shock delivery, due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. The shocks that were delivered were inappropriate due to atrial fibrillation (af) with rapid ventricular response (rvr). A total of six shocks were delivered, which were all unsuccessful in converting the patient's atrial fibrillation. The shock impedance measurements during the first five shocks measured greater than 125 ohms, and the sixth shock was 113 ohms. Technical services (ts) was consulted and recommended programming and troubleshooting options. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.